Manufacturer narrative:
Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of vena cava filters released in january 2010. Investigation results we did not receive the x-ray pictures or detailed information for investigation. Conclusion without concrete element, no thorough investigation can be performed. A causality link between the device and the reported event cannot be established. No conclusion can be drawn about the event root cause. If new elements become available in the future, we will update this case. It is worth noting that ivc perforation is a known potential adverse event associated with all ivc filters and listed in the IFU. The current ivc perforation rate for venatech lp is very low. No action is envisaged.

Event description:
"Filter was implanted into patient on or about (B)(6) 2010. On or about (B)(6) 2014, patient underwent a computerized tomography scan ("CT scan") of the abdomen. On (B)(6) 2017, a review of the (B)(6) 2014, CT scan was preformed, revealing multiple struts penetrating the ivc wall."